Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: (right) 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 5843318 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 350cc mentor smooth round moderate plus profile saline breast prostheses, suffered left breast capsular contracture; baker grade unknown, post-operatively. The patient also reported that they immediately felt and had heavy wrinkling. The patient was also given vitamins but it did not help and they have had the contracture since (B)(6) 2008. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.